Event description:
Customer reported on (B)(6) 2024 from the UK that her elvie stride was not working correctly. Cu stated that the caps on her stride 'popped' which meant that her product failed to function properly which lead to her having mastitis. Customer was seen by a doctor and was given antibiotics. The customer requested that she have replacement parts so that she continue to could use the stride.

Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has brequested replacement parts so that she could continue using the device. Cu has been sent a replacement connector kit and diaphragm. At present, the fault cannot be confirmed.